Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No blank display or delay for the device to turn back on noted. No moisture damage found inside the unit or the lcd isolation tape noted. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
The customer reported that upon changing the battery to her insulin pump, there was a ten minute delay before the insulin pump turned back on. The customer's blood glucose was 246 mg/dl. The customer stated that water may have been spilled on the pump and may have occurred on the lcd screen but there was no visible fluid on the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.